Event description:
The report stated that during a cystectomy l uretrectomy, l nephrectomy the surgeon grasped the pedicle with the instrument, closed the handle as instructed and activated the device until hearing the end tone. The surgeon cut the tissue and then tried to open the device but could not do so. The surgeon sutured the tissue on either side of the device and then removed the device from the tissue. The site reported that there was no pt injury.

Manufacturer narrative:
Date of initial report: 08/18/2008. Eval of the device sample showed tissue between the jaws. The jaws of the device had to be pried open. During use, turning the rotation wheel on the device while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Prod damage may occur. The jaws may lock in the closed position". Additionally, covidien lp (formerly valleylab) has found that if the jaws are not cleaned as instructed in the IFU, eschar can build up and cause the jaws to stick to the sealed tissue. Covidien lp (formerly valleylab) has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking.